Event description:
It was reported that during use foreign matter was discovered and hub separates from device with a bd micro-fine¿ insulin syringe needle. The following information was provided by the initial reporter: -black plastic particle of the syringe -nail not removable from cap.

Manufacturer narrative:
H.6. Investigation: customer returned a photo of 3/10cc syringes. Customer states that the air space in the front in the tip is missing, transparent liquid in syringe, the black plastic particle of the syringe is completely missing, and the nail is not removable from the cap. The attached photo was examined and no foreign matter was observed. One syringe exhibited a missing stopper. The plungers can be placed in the barrel from 0-5 units, so all remaining syringes in the photo had the plungers fully depressed to the 0 unit marking, indicating that this is a not a confirmed issue. Two syringes exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for incorrect placement, foreign matter in syringe, stopper missing and shield does not detach as intended due to unknown lot number. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing stopper, hub separates) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (foreign matter, placement of plunger rod in barrel) process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: fmf/fmi. Common device name: piston syringe/hypodermic single lumen needle. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use foreign matter was discovered and hub separates from device with a bd micro-fine¿ insulin syringe needle. The following information was provided by the initial reporter: black plastic particle of the syringe -nail not removable from cap.